Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while being intimate with their spouse. The physician had requested the field check their sensing vectors and impedance. There were no signs of lead integrity issues, and the physician requested reprogramming from primary to secondary vector. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.